Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the lower urinary tract during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2022. During preparation, the balloon ruptured when functional checking was performed. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the lower urinary tract during a transurethral lithotripsy (tul) procedure performed on (B)(6), 2022. During preparation, the balloon ruptured when functional checking was performed. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0402 captures the reportable event of balloon ruptured. Block h10: investigation result the returned uromax ultra balloon device was analyzed, and a visual evaluation noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Functional evaluation was performed by attaching the device into an inflation unit and the balloon was able to inflate to its rated burst pressure for 30 seconds without problem. The balloon was inflated and deflated three times repeatedly with no leaks or drop of pressure noted. No problems were identified to the balloon material. A visual and tactile analysis revealed that there were no problems found to the shaft, markerband and the tip of the device. No problems with the device were noted. The reported event of balloon bursting was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event (visual, physical and performance testing). Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.